Event description:
It was reported that the patient has found the shirt wet at the level of the cannula.

Manufacturer narrative:
E1: name: abbvie inc street: 1 north waukegan road city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545